Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: the device was not returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous balloon angioplasty intervention, a balloon rupture occurred. The lesion was approached from the femoral. The 99% stenosed target lesion was located in the calcified and moderately tortuous vessel behind the knee. The 3 x 20mm x 144cm coyote es mr balloon catheter was advanced and met severe resistance, however was able to cross the lesion. The balloon was inflated to 10atms and ruptured on the first inflation. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.